Manufacturer narrative:
All available information was investigated, and the reported torn clip introducer was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer appears to be related to procedural conditions (physician unintentionally retracted clip introducer over the clip, the blue tip of the clip introducer became tangled with the gripper and torn). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xtw, the physician unintentionally retracted the clip introducer over the clip, the blue tip of the clip introducer became tangled with the gripper and torn. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.